Event description:
It was reported that one of the staff members was opening a box when the spade-point reduction wire punctured the protective rubber cap, the hard plastic rectangular casing,and the plastic bag, piercing the staff member's arm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed indicating that the product was packaged correctly and no complaint related issues were found. The device and packaging were received for investigation. Visual inspection showed no signs of damage to the reduction wire. Inspection of the packaging material showed that the spade point reduction wire pierced through the tip guard, telescoping tubing and the outer bag. In order for the product to pierce the telescoping tube, the tube must be compressed. The mass of the product is not significant enough to pierce the telescoping tube without compression. An event in the shipping environment, along with how the shipper was packaged, may have caused the telescoping tube to be compressed. However, without additional information, the root cause could not be determined. No failure could be found from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).